Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts event described as "the slider didn't move smoothly so bounced and implant broken" during implantation in right eye. No eye injury reported.

Event description:
Additional information reported, surgery was completed with another device.